Event description:
The customer reported the system displayed an error code message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was disassembled and repaired, then calibrated. The remote utility suite was accessed and files downloaded. The system was then found to be operating as intended.